Manufacturer narrative:
(B)(4).

Event description:
New information noted that the lead had dislodged resulting in the reported loss of capture as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient's condition was good during and post procedure.